Event description:
It was reported that the right ventricular (rv) lead had low high-voltage impedance, noise, oversensing, and high thresholds. The le ad was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned, but clinical data from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was rising. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).